Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer resolved issue with a supply change and resume insulin delivery. It was also reported that the customer had an unspecified cartridge issue. Customer was instructed to change changed cartridge. Customer¿s blood glucose level was 297 mg/dl.